Event description:
It was reported that the clinical support specialist (css) spoke to the rn who was caring for the patient (pt.). The rn stated that he (helium) loss 2 alarms have occurred constantly since pt. Arrived from the operating room. There was no blood noted in the driveline tubing. Adipose tissue noted at the site, pt. Is paced. The pump is in autopilot mode, 1:1. The alarm was heard constantly during the rn and css conversation. The css had the rn decrease the intra-aortic balloon (iab) volume to 35cc; alarm continued. The css instructed the rn to decrease ratio to 1:2; alarm continued. The css walked the rn through performing a leak test. During the leak test, with the gas line clamped above the quick connect closest to the pt., no leak occurred. The css explained this meant the catheter had failed the test and recommendation would be removal. At that time, the md came in and the css spoke directly with him. The css explained that this test isolates the problem to the catheter. The css said that there could be a significant kink and the strips they were going to fax to the css would indicate that, or there is a leak in the catheter. Md stated that he is waiting for the chest x-ray results to confirm placement. Css explained that if kink related, they can continue to decrease ratio and volume, however this would affect iabp therapy to the pt. Md stated to the css he feels the pt. Doesn't need the iabp, but that removing the iab was not an option due to the pt.'s severe coagulation status. Css and md discussed potential risks with continued pumping; he emboli, catheter entrapment, etc. Md acknowledged the risks and asked how to continue pumping. Css explained that she could not recommend continued pumping, however. This is of course his discretion. Css and md discussed decreasing ratio and volume. The iab was found to be too high on x-ray; however, after repositioning alarms continued. After css received the strips, css called the customer back and spoke to an rn. The rn told the css that they were pumping in 1:4 at 35cc volume and the alarms are continuing, although not as frequently. The css explained although the strips show some degree of partial obstruction, repositing does not appear to improve it and it does not appear significant enough to cause such frequent alarms, even in 1:4. The css and rn reviewed again the potential risks and discussed nursing care and assessment, watching for signs of emboli and blood in catheter tubing. The rn stated they would likely not remove the iab tonight. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab was inserted via a sheath into the pt.'s femoral artery. Iab therapy was not delayed or interrupted. There were no reported pt. Complications. At the end of the call, the pt. Was still receiving iabp therapy. Additional information received on (B)(4) 2011 from the sales representative stated that "today other sales reps visited the account since I had another appointment. The iab is still in the pt., pumping at 1:4 and they have silenced the alarms. The sales reps reiterated to the nurse, educator and manager why the iab should be removed. They also left their number with the surgeon to discuss, but he has not yet called back."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.